Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014. (B)(4). Covidien is submitting this report on behalf of (B)(4).

Event description:
According to the reporter: the patient alleged injury.